Event description:
Oracle ro 1219559: fails occlusion @ 8.90 psi (during testing/no patient injury).

Manufacturer narrative:
Device evaluation: one pump sample was received all intact by manufacturing that was visually and functionally checked. The customer problem was duplicated. Investigation included pump performance on the pressure station pounds per square inch which failed the range causing fluid ingression on the downstream sensor resulting in an alarm. Replacement of the downstream sensor is recommended. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrected information is provided in sections d.1 and d.4. Corrected information for section d.5 which is unknown. No information has been provided.